Event description:
It was reported that balloon burst occurred. A 5.0 x200, 135cm charger balloon was advanced for dilation. However, it was noted that the balloon burst at nominal pressure while balloon percutaneous transluminal angioplasty (pta) was performed. The balloon was removed and the procedure was completed with another of the same device. No patient complications were reported.